Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 325cc mentor memorygel right breast implant and 300cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade unknown on the right side and baker grade ii on the left post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis.